Event description:
Information received with return of the explanted device notes >2500 ohms impedance. When the lead tested normal, the pulse generator was replaced. The patient's condition was "ok" after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received